Manufacturer narrative:
Date received by manufacturer for the initial report should be december 19, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation shows that there was saline residue in the tubing, indicating the device was used. Active tip has no anomalies. The electrode was connected to the generator and a footpedal, the electrode was recognized and the tested for its function. It does not function as intended. The device was sent to supplier for further evaluation. The following evaluation was received from the supplier: the initial customer complaint reported that the device did ¿not power on¿. This can be confirmed, with the fault found to be a breakdown in continuity within the active circuit. A more detailed evaluation of the device found that the root cause to be a break in continuity across the electrical crimp contained within the handle. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's vapr 90 suction electrode did not power on. The case was completed with another like-device with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation.